Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, it had a tower door failure. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07 nov 2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a defective latches. The field service engineer replaced all latches to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device